Manufacturer narrative:
This report is being submitted for additional information regarding device return and device evaluation findings. The returned device was evaluated and there were few findings. The light guide lens and charge coupled device (ccd) lens was cracked. The distal end was deformed. The adhesive of the bending section was separated. The connecting tube was wrinkled and buckled. The biopsy channel had wear and tear. The air/water cylinder and suction cylinder was scratched. The scope connector was cracked. The image displayed by the ccd unit was grainy. The investigation is ongoing. A supplemental report will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being submitted for correction to b5. Additional information reported by customer updated.

Event description:
The customer also reported that there was problem when angulation knob was operated. The device was returned for maintenance.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The hygiene microbiological investigation report from the customer indicated the channels of the scope were cultured. All channels tested positive for 28 colony forming units of staphylococcus epidermidis. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The customer provided details on the cleaning, disinfection, and sterilization (cds) process followed onsite. No patient infection occurred. The customer aspirates water through the instrument/suction channel and flushes out the air/water channel, auxiliary channel, balloon channel and forceps elevator channel. The manual cleaning detergent used was anios clean excel d. During manual cleaning, the customer brushes the instrument/suction, the suction cylinder, instrument channel port, balloon channel and forceps elevator wire channel using the brush asept-inmed (ref: 201790; lot: 220939). The customer uses automated endoscopic reprocessor (aer) along with detergent soluscope. The aer was cultured, however, the results were not provided. The maintenance and repair was performed by olympus. The endoscope was not sterilized. The device was returned. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. All channels tested positive for six (6) colony forming units (cfus)/ endoscope of staphylococcus coagulase negative. Overall, the results are in conformance with the requirements. The physical device evaluation has not yet been completed; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.